Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residual and debris. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Corrected data: b5- the reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -14.50/2.0/095 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced refractive surprise and lens repositioning was performed. On (B)(6) 2023 the lens was exchanged for the same model and length, different power and the problem was resolved. The reporter indicated the cause of the event is unknown. H6-health effect - impact code (f): 4628 should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -14.50/2.0/095 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged for the same model and length and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).